Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was attempted to be implanted in the left his bundle branch. The helix detached from the lead and was abandoned in the septal wall. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined that a fractured lead helix is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was attempted to be implanted in the left his bundle branch. The helix detached from the lead and was abandoned in the septal wall. A new rv lead was successfully implanted. No additional adverse patient effects were reported.